Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated after the kangaroo feeding tube 14 fr was inserted into the patient, the side port opened during feeding and feed was leaking from the side port. The user had to tape the side port with micropore to prevent it from opening. There was no harm to the patient.